Event description:
A report was received that the patient¿s system was displaying high impedances. The physician is unsure if the high impedances are being caused by the ipg or the splitters. The patient¿s system will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. It was in the lead port where a couple of contacts were out. The patient was doing well following the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3354-25, serial/lot #: (B)(4), description: w4 splitter 2x4-25 cm.

Event description:
A report was received that the patient¿s system was displaying high impedances. The physician is unsure if the high impedances are being caused by the ipg or the splitters. The patient¿s system will be replaced.

Event description:
A report was received that the patient¿s ipg was not getting good impedance check. The patient will undergo a revision to replace the ipg.